Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after receiving inappropriate high voltage therapy due to noise. The device was subsequently explanted without any complications.